Event description:
Nellcor puritan bennett (840) model ventilator failed while in use on a ventilator dependent pt. Immediate action by bedside nurses resulted in no injury to pt. Alarms began to suddenly go off and ventilator observed to fail and was not delivering any breaths (exchanges) to the pt. Pt required immediate ambuing while awaiting replacement ventilator. Again, no injury to pt observed from event.